Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the cause for the lack of stimulation, burning, and lights being on was due to the battery for stimulator was depleted. They stated that as of the present time, patient insurance wouldn't cover for a new stimulator so the issues had not resolved yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type ii. It was reported that the patient hold the programmer in their hand away from the ins and press any button. The patient stated that the programmers 9v green light came on, but all the other lights are not blinking and the patient doesn't hear a beep. The patient stated that they changed the battery and the lights are still not showing up. The patient doesn't feel stimulation. The patient usually meets with a manufacturer's representative (rep) for routine adjustments, but doesn't know who to contact. The patient reported that the ins is not working on the patient's leg, they are not feeling stimulation and their foot is burning. The patient ins not working in the patient's leg and not feeling stimulation was on (B)(6). The patient stated that their foot burning started in the last few days. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the lack of stimulation, burning, and lights being on was due to the device being dead as the battery lasted 9 years. The actions that were taken to resolve the lack of stimulation, burning, and light not being on was the rep attempted to reset the device and drained the ins. The issue is not resolved. No further complications were reported or anticipated.